Event description:
Pt implanted in 1998 in upper and lower vermilion borders. Onset of implant extrusion, infection, palpable implant, and scarring 05/13/1998. On 05/13/1998 implant revised excised, and pt treated with cipro. On 08/15/1998 pt treated with triamcinolone. On 10/14/1998 site incised and drained and pt treated with cipro. On 11/11/1998 implant explanted and pt treated with keflex.